Event description:
On (B)(6) 2012, the surgeon performed a joint arthrodesis on the patient's left side placing three ifuse implants. The patient later presented with pain. The surgeon believed that the most superiorly positioned ifuse implant (7x40mm) on the patient's left side was loose and not fusing. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the 7x40mm ifuse implant using osteotomes and the si-bone ifuse implant removal tool. He then drilled/broached to extend the depth of the hole left by the implant removal and implanted a 7x70mm ifuse implant in the same hole. During the same surgery, the surgeon performed an index ifuse procedure on the patient's contralateral (right) side, placing three ifuse implants. After all ifuse implants were placed on the right side, the surgeon made a midline incision and placed one iliac screw on each side and connected the screws with a cross connector.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of analysis, IFU an fmea, the most probable root cause is using a too short ifuse implant during the index surgery.